Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintneance of the device while preventative maintenance of the device while performing a 200 joule self test, the energy select down button was not functioning. The complainant indicated that there was no pt involvement in the reported failure.